Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as starting pd therapy in an unclean area. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient treated with ceftriaxone monocef (injection) (dose, frequency and route of administration was not reported), cefazoline (injection) (dose, frequency and route of administration was not reported) and monocef (dose, frequency and route of administration was not reported) for the treatment of peritonitis. The patient was in hospital at the time of report and recovering. Dianeal therapy was ongoing. No additional information is available.